Manufacturer narrative:
Based on the current information provided, the root causes of the customer reported failure mode and post-operative complication cannot be determined or is unknown. Isi has requested the green sureform 45 reloads and the sureform 45 stapler instrument for failure analysis investigation but at this time the products have not been returned. If additional information is received, a follow-up MDR will be submitted. The system logs were reviewed. The logs showed that sureform 45 stapler instrument (part #480445-04, lot #l91210823-0106) was installed 7 times and fired 6 reloads (all green). The first 5 firings were completed per the logs. Firings 1, 2, and 5 had no pauses, and firings 3 and 4 had at least 1 pause for compression. The sixth firing resulted in a ¿tissue too thick to continue¿ firing message. The firing went to 90% completion and had multiple pauses for compression. The instrument had 2 incomplete clamps, including one during the install that had the ¿tissue too thick¿ firing message. No image or video clip for the reported event was submitted for review. A review of the site's complaint history showed no additional complaints related to this event. This complaint is being reported due to the following conclusion: after a da vinci-assisted lar procedure, the patient experienced a post-operative staple line leak and was admitted in the ICU. It is unclear if the staple line leak was from the ethicon or the sureform staple line. At this time, the causes of the customer reported failure mode and post-operative complication are unknown. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section is not applicable. Field implant date is blank because the product is not implantable. Information for the blank fields in section e1 is not available fields and are not applicable.

Event description:
It was reported that after a da vinci-assisted low anterior resection (lar) surgical procedure, the patient experienced a post-operative staple line leak and was admitted to the ICU. Intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following additional information regarding the reported event: during the procedure, the surgeon used sureform 45 stapler instrument with a green sureform 45 reload installed to staple the rectal stump. The rectal stump was very "low." Although the surgeon stated he got the right angle, it was alleged that the stapler would not close down on the rectal tissue. The issue occurred a couple of times, and the system indicated the tissue was too thick to continue. Then the surgeon switched to a sureform 60 stapler instrument as he wanted to change to the bigger black sureform 60 reload. After several attempts, the sureform 60 stapler instrument closed down on tissue. The surgeon pressed the yellow pedal to fire. The stapler started firing; however, it paused for compressing, and the system generated a tissue too thick to continue message during the middle of the fire. When he unclamped the stapler, he noticed a partially formed staple line. Due to an exposed blade and partialfire, the surgeon switched to another sureform60 stapler instrument with a black sureform 60 stapler reload. The surgeon tried to staple the partially stapled rectal tissue; however, the "tissue too thick" issue continued during this fire. The surgeon then switched back to a sureform 45 stapler instrument and a green sureform 45 reload. He completed the staple line. However, the surgeon was uncomfortable with the number of attempts and the error messages, so he decided to resect that staple line. He restapled below that with a sureform 45 stapler and green sureform 45 reloads. Multiple stapler reloads were used to complete the staple line; however, there were no misfires. The surgeon did not experience any stapling issues after. The surgeon used an ethicon stapler instrument for the anastomosis. A leak test was conducted and there was no leak detected. The surgeon indicated that the patient's anatomy was complex and the procedure was completed. Typically, patients get discharged two days after a lar procedure; however, this patient was in a lot of pain and was slow to move around. Hence, he had an extended hospital stay. On the 5th postoperative day, the patient looked sick, and a scan was performed. Air and fluid were seen in the pelvis area around the anastomosis area, indicating a leak. The patient underwent an emergency open surgery. The staple lines had fallen apart around the anastomosis. Since all the staple lines were very close, the surgeon could not confirm if the leak was from the ethicon or the sureform staple line. The following were confirmed: he did not staple over staple lines, no buttress material, and there is no video recording of the procedure. The patient had a colostomy and is in the ICU. The patient was septic, on a ventilator due to respiratory failure, and is covid positive. The kidney is functioning well. An isi product manager contacted the surgeon and provided an explanation for tissue too thick to continue messages. The log data indicated the stapler issues the surgeon experienced were only tissue too thick to continue statements. After that, the surgeon was reassured that the device functioned as intended, and he understood how to interpret that feedback moving forward. He stated that the product would not be returned to isi as there was no issue with the product.